Manufacturer narrative:
The investigation was reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. No relevant notes on wo (work order) for neither device lot, nor filter lot(s). No other complaints on lots. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided at this time.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right femoral vein as prophylaxis in conjunction with orthopedic surgery and due to undefined clotting factor and history of deep vein thrombosis (dvt). Patient alleges tilt, vena cava perforation. Attempted retrieval on (B)(6) 2016, due to "filter tilted and prong protruding", was unsuccessful. Filter explanted on (B)(6) 2016. Per operative note (filter implantation), dated (B)(6) 2014, "filter deployed below the renal veins...there was not tilt, migration, or any other abnormality." Per abdominal CT, dated (B)(6) 2016, "status post ivc filter placement (cook tulip filter). The filter is markedly tilted, apex projecting within the proximal right renal vein. Multiple filter legs project beyond the ivc wall." Per operative note (attempted filter retrieval), dated (B)(6) 2016, "still despite several multiple attempt and multiple fluoroscopic visualizations, we were unable to grab the hook. At this point she had been under fluoroscopy for approx. 1 hour and 28 minutes. Decision was made to terminate the procedure." Per operative note (filter retrieval), (B)(6) 2016, "successful removal of the indwelling cook tulip filter in it entirety." Per surgical pathology, (B)(6) 2016, "received fresh, the specimen is labeled "rt ij ivc filter x1" and consists of an umbrelly shaped metal ivc fitler 5.0 in length, with each wire measuring less than 0.1 cm in diameter. Minute blood clots are attached. Gross only."

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received (B)(6) 2019: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2014".

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog# is unknown but referred to as cook ivc filter e3) occupation: non-healthcare professional g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Summary of investigational findings: it has not been possible to investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tilt, embedded, unable to retrieve, vc perforation". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to categorization form: [pt] alleges: "tilted, 2 prongs embedded", "two failed attempts of removal; filter is markedly tilted, apex projecting within the proximal right renal vein; multiple filter legs project beyond ivc" patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.